Manufacturer narrative:
Corrected lot#: 2dc3b03.

Event description:
The advocate stated that her husband received a blood glucose reading of 148mg/dl from his contour and a reading of 355mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.